Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Device had stained float switch, wear and tear damaged enclosure, front cover, line cord, and pump assembly. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Customer issue was duplicated. The printed circuit board (pcb) was out of calibration and the over temperature alarm needed to be reset. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced the pcb. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical fluid warmer displayed not warming and alarms. No adverse patient effects were reported.